Event description:
It was reported to philips that the device sporadically reports "ECG devices def.". Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.